Manufacturer narrative:
Article citation: theilig, theresa, et al. "Comparing the efficacy of trabeculectomy and xen gel microstent implantation for the treatment of primary open-angle glaucoma: a retrospective monocentric comparative cohort study". Scientific reports; (2020) 10:19337; pages 1-11. Article noted there were 100 patients: 52 were female and 48 were male with an average age of 70.9. Implantation date was noted from october 2018 to july 2019. Request for further information has been made. Allergan has received no response from the authors. The events of high intraocular pressure, bleb-related issues, and need for xen revision are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "comparing the efficacy of trabeculectomy and xen gel microstent implantation for the treatment of primary open-angle glaucoma: a retrospective monocentric comparative cohort study" noted patients underwent implant of the xen 45 gel stent with postoperative standard medication including gentamicin topical antibiotic for a week, topical steroid prednisolone acetate for four weeks, and atropine for 1 week and experienced the following adverse events: 30 of xen patients had temporary hypotony (less than or equal to 5mmhg) the first month after surgery. All resolved. 14 of the xen patients had choroidal detachment in first month which resolved. Needling was required in a number of the patients: 33 required 1 needling session, 8 required 2, and 1 required 3. 7 patients had anterior chamber bleeding. 4 patients had conjunctival bleeding. 4 patients had "other" unspecified aes. It was also noted 5 patients needed a bleb revision. 10 patients needed a xen revision and 33% of xen patients were considered failure with need for further glaucoma surgical intervention.